Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient stopped using the ins in 2010 and that it was causing them pain so they had it explanted. No further complications were reported.